Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-40: user's test strip had poor fill. Note: manufacturer contacted customer in a follow-up call on 02-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Advocate called on behalf of the customer. The customer was concerned with tests results obtained of 41 and 98 mg/dl. The expected fasting blood glucose test result range is 130-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/15/2021 and open vial date is one month ago. The meter memory was reviewed for previous test result history. Result 1: 41 mg/dl, date: (B)(6) 2020, time: 8:04 am fasting; result 2: 98 mg/dl, date: (B)(6) 2020, time: 7:58 am fasting; result 3: 121 mg/dl, date: (B)(6) 2020, time: 7:57 am fasting.